Manufacturer narrative:
Bci cts (customer technical support) advised customer to discontinue running samples until service arrived. A field service engineer (fse) went on-site (B)(4) 2011 and ran peristaltic pump aspiration test and found that one aspirate probe was not aspirating. Fse changed all aspiration peri-tubing and repeated aspiration test which passed. System check and qc then performed passed within specifications. Corrected reports were issued for the samples reported outside of the laboratory. The root cause of this event was determined to be leaking peristaltic tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxl 800 access immunoassay system was failing qc for multiple assays on (B)(6) 2011. The last passing qc was run on (B)(6) 2011 approximately 24 hours prior. Multiple patient samples had been run between the time of the passing qc run and the failing qc run and reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.